Manufacturer narrative:
Spacelabs has investigated this matter. The investigation consisted of printouts from patient waveforms, alarm history and arrhythmia re-analysis. Only a single lead of ECG is shown in each printout. Investigative findings reveal that all printouts show a normal sinus qrs and a second morphology of qrs which occurred at a heart rate of about 125 beats per minute. The qrs complexes during the increased rate episodes are very similar in shape and amplitude to the normal qrs complexes. Consequently, the monitor identified those beats as normal and generated alarms (high hr, psvt) based on those beat classifications. Investigation findings are limited by the lack of records containing multiple ECG leads. The clinical parameters manual indicates, ¿several conditions may cause beats to be improperly classified¿. When a clinician suspects inaccurate classification, they ¿may be able to improve performance in these cases by changing electrode positions or by switching to a lead setting that provides better signal or allows ectopic beats to be more clearly differentiated from dominant beats¿ this report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2019 that the patient monitor was alarming psvt and high rate at the bedside. The clinician and ward manager felt that the rhythm was vtach. Analysis on ics showed the same ECG strips identified the arrhythmia as ve run. No injury was reported in association with this occurrence.